Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, witness verification was required and the users were unable to verify their fingerprint. The customer stated that the fingerprint verification function worked intermittently but failed most of the time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.